Event description:
A home patient contacted baxter's technical service department regarding a check lines and bags alarm. Reportedly, the home patient was connected during the prime cycle. Baxter's technical service representative instructed the home patient to contact his nurse. There was no report of patient injury or medical intervention at the time of the call.

Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures are followed by the home patient.